Event description:
It was reported that a patient underwent an unknown spinal procedure. At a routine post-op visit, it was noted on imaging that the connectors had migrated, the set screws were loose, and the screws had backed out. A revision was done to replace the implants. No further information is known at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.